Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a2, b3, b4, b5, b7, d10, g2, g3, g6, h1, h2 and h6. As reported, the patient underwent placement of a optease retrievable vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilting of the filter and organ perforation. The patient reported becoming aware of filter tilt, perforation of filter struts into organs and perforation of filter struts outside the inferior vena cava (ivc), approximately twelve years and nine months post implant. The patient also reported being "short winded," pain (leg, chest, back, chest area), finger numbness and swollen feet. According to the medical record the indication for the filter implant was prophylaxis against pulmonary emboli in a paraplegic patient. The patient had been in a motor vehicle accident and had a transected aorta, which was repaired. The patient developed a left hemothorax while on prophylactic anticoagulation therapy. Subsequently the filter was recommended. The filter was placed via the patient's right common femoral vein and deployed near the level of l3, below the renal veins. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the events. Without images available for review the reported events could not be confirmed or further clarified. Pain, leg swelling, shortness of breath and finger numbness do not represent a device malfunction and may be related to underlying patient specific issues, including but not limited to previous trauma. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Information received per the medical records state that the indication for filter placement was prophylaxis against pulmonary emboli in a paraplegic patient. The patient had been in a motor vehicle accident and had a transected aorta, which was repaired. The patient was a paraplegic with limited motion. The patient was on prophylactic anticoagulation therapy, but developed a left hemothorax. Subsequently the filter was recommended. The filter was deployed via the patient's right common femoral vein. The sheath was then advanced into the inferior vena cava and visualized a bifurcation in the renal veins. The filter was then placed near the l3 level, below the renal veins.   Additional information received per the patient profile form (ppf) states that the patient experienced filter tilt, perforation of filter struts into organs and perforation of filter struts outside the inferior vena cava (ivc). The patient became aware of the reported events approximately twelve years and nine months after the index procedure. The patient also experienced "short winded," pain (leg, chest, back, chest area), finger numbness and swollen feet.

Manufacturer narrative:
As reported, the patient underwent placement of a optease retrievable vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter tilted and was associated with organ perforation. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and organ perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to tilting of the filter and organ perforation. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain, suffering and other damages.